Event description:
The customer stated that they were having issues with the sensors and the transmitter. For two days the insulin pump alarmed numerous errors. The customer stated that they had fluctuating sensor glucose readings and the readings were off by seventy to hundred points from the blood glucose readings. The customer's blood glucose at the time of the phone call was 226 mg/dl. Troubleshooting was performed and it was determined that the transmitter was not working. Nothing further was reported.

Manufacturer narrative:
The transmitter was unable to be charged due to broken cow catcher and damaged contact pins. The functional tests were unable to be performed due to charge anomaly.